Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced thrombosis due to a small clot forming on the sheath. During a pulse field ablation (pfa) procedure to treat atrial fibrillation using a faradrive steerable sheath clear, the patient experienced thrombosis. An uninterrupted anticoagulation regimen was used for performing the procedure. Prior to the transeptal puncture a small clot on the faradrive sheath was observed on intracardiac echocardiography (ice). The procedure was paused for five minutes. The dose of heparin was increased to raise the activated clotting time (act) from 250 to 350. The clot was still visible afterwards on ice, so the sheath was removed from the patient and flushed. The sheath was reinserted and the transseptal puncture was performed successfully. The procedure was completed with no patient complications. The device is not expected to be returned for analysis due to disposal.